Event description:
Pt reported to his dentist that the lingual bar had broken off his oral appliance, and he subsequently swallowed the lingual bar. Several days later, he passed the lingual bar without the need for medical intervention. This event occurred after the pt had his oral appliance altered by his dentist.

Manufacturer narrative:
The device is unavailable for eval. We are attempting to retrieve it.